Event description:
It was reported that during the inspection of the cardiosave intra-aortic balloon pump (iabp), the getinge service representative discovered that when they pulled the lever and tried to separate the body and cart, it turned on the rescue mode without the body moving forward. In addition, the screen touch panel did not react and the ac power cord did not rewind fully. This event was found before delivery to the customer and is considered an out of box (oob) failure. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
The faulty touchscreen assembly was returned to the getinge national repair center (nrc) for further evaluation. Inspection of the touchscreen assembly 12.1 was performed by a senior technician of the nrc and no visual damage was observed. The nrc installed the touchscreen assembly 12.1 into the cardiosave test fixture and tested the touchscreen to factory specifications per the cardiosave service manual. The nrc could not verify the failure of the ¿cardiosave intra-aortic balloon pump (iabp) going into rescue mode without the console moving forward, when the lever was pulled, to try and separate the console from the cart¿. In addition, the getinge nrc could not verify the failure of the touchscreen not reacting. The touchscreen passed testing. The nrc reported that the rescue/hybrid mode is triggered by the unlatch opto-sensor. When the lever is pulled, the latch will lower down out of the beam of the sensor and trigger that the console is disengaged. Even if you were to physically hold the console in place so it can¿t move, the iabp would cycle between rescue and hybrid whenever the lever is pulled. The functionality of the touchscreen has nothing to do with the console moving forward or not. The nrc has retained the touchscreen in the national repair center per procedure.

Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The repair of the iabp is currently pending awaiting the receipt of a replacement video generator board. A supplemental report will be submitted when additional information is made available. The full name of the event site is (B)(6) medical center. The initial reporter named is a getinge employee whose contact details differs from that of the event site. The contact information is unavailable at this time.

Event description:
It was reported that during the inspection of the cardiosave intra-aortic balloon pump (iabp), the getinge service representative discovered that when they pulled the lever and tried to separate the body and cart, it turned on the rescue mode without the body moving forward. In addition, the screen touch panel did not react and the ac power cord did not rewind fully. This event was found before delivery to the customer and is considered an out of box (oob) failure. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer evaluated the unit and replaced the touchscreen assembly to correct the failure. The iabp unit was tested; passed to factory specifications and cleared for clinical use. The faulty touchscreen assembly will be returned to the manufacturer for further analysis. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during the inspection of the cardiosave intra-aortic balloon pump (iabp), the getinge service representative discovered that when they pulled the lever and tried to separate the body and cart, it turned on the rescue mode without the body moving forward. In addition, the screen touch panel did not react and the ac power cord did not rewind fully. This event was found before delivery to the customer and is considered an out of box (oob) failure. There was no patient involvement; thus no adverse event was reported.